Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the swg bent in the vessel, the physician feels the wires in the kit are too soft. The entire wire was removed from the vessel. The patient was reported as fine post the procedure. The complaint is associated to 1 reportable complaint 3006425876-2023-00965 and 1 non reportable complaint (B)(4).

Event description:
It was reported that: the swg bent in the vessel, the physician feels the wires in the kit are too soft. The entire wire was removed from the vessel. The patient was reported as fine post the procedure. The complaint is associated to 1 reportable complaint 3006425876-2023-00965 and 1 non reportable complaint tc# (B)(4).

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the swg bent in the vessel, the physician feels the wires in the kit are too soft. The entire wire was removed from the vessel. The patient was reported as fine post the procedure. The complaint is associated to 1 reportable complaint 3006425876-2023-00965 and 1 non-reportable complaint (B)(4).

Manufacturer narrative:
(B)(4).